Manufacturer narrative:
Initial and final MDR 1898420 - MDR 3003442380-2024-10857 - device 4 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 10 infusion set fell off events between(B)(6)2024 to (B)(6)2024. The infusion set was in use for 12 hours. No further information available